Event description:
This lv lead was an attempted implant on (B)(6) 2012. The md was unable to deliver this lead. There were no patient adverse effects. The procedure took place at hospital (B)(6) with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).